Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported a motor error alarm. She reported that she disconnected and rewound the insulin pump and that it started to seem as though it was working correctly. The blood glucose reading was 123 mg/dl. She did not recall any significant events leading to the alarm and stated that it had not been exposed to a strong magnetic field. She was unable to complete the rewind sequence. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.